Event description:
Reporter alleged obtaining a blood glucose result of 637 mg/dl on the aviva system which is outside the numeric reading range of 10-600 mg/dl on the device. Reporter stated he was unable to locate the value in the system memory. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.